Event description:
Additional review found the infection was an infection of the central nervous system.

Event description:
It was reported that there was an infection. The healthcare provider was planning to administer oral baclofen, for pump baclofen cessation 'due to infection'. No other details were provided. Additional information was requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).